Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision optium meter and precision test strips were reviewed and the dhrs showed the precision optium meter and precision test strips passed all tests prior to release. The strip lot associated with this case was past its expiry date of 31 mar 2017, retain testing could not be performed. A tripped trend review was completed for the reported complaint, precision optium meter and precision test strips. No trip trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving an inaccurate low reading on their adc blood glucose meter. Customer reported receiving a reading of 36 mg/dl compared to a lab result of 360 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an inaccurate low reading on their adc blood glucose meter. Customer reported receiving a reading of 36 mg/dl compared to a lab result of 360 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.